Event description:
The customer has requested to have the st holster evaluated for an unusual noise and activity during the sample mode. No patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable replaced. The device was functionally tested, met all requirements and returned to the customer.